Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that the patient was not using the device so it was being explanted. The patient no longer needed the therapy but they were ¿bothered¿ by the ins. No patient complications were reported as a result of this event.